Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and observed saline damage to power management and motor control board. Replaced power management and motor control board and corrected power up failure. Unit passed all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing department received motor control board and power management board with a reported unit failure of saline on boards. The fat dept. Performed a visual inspection using naked eyes and observed white residue on motor control and power management boards. Due to saline spill on all received parts, it cannot be installed and investigated any further. Retained all the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) unit was leaking fluid. There was no patient involved.